Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they believe that the hemopro was functioning properly and that there were no issues with the device. They were having issues with the tunnel insufflation and holding gas. They believe the cause was the physician assistant made an incision that was too large for the port. The pa is a terumo user who was using the hemopro for the first time. Terumo technique requires a large incision, and they believe they just made too large of an incision out of habit as a terumo user. The case was completed by opening a terumo device. No patient injury.

Manufacturer narrative:
Internal complaint number: (B)(4).

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they believe that the hemopro was functioning properly and that there were no issues with the device. They were having issues with the tunnel insufflation and holding gas. They believe the cause was the pa made an incision that was too large for the port. The pa is a terumo user who was using the hemopro for the first time. Terumo technique requires a large incision, and they believe they just made too large of an incision out of habit as a terumo user. The case was completed by opening a terumo device. No patient injury